Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, it was noted that the motor drive unit would not drive the disposable. The procedure was completed with another motor drive unit. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.